Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber broke and the physician was able to retrieve the broken parts without problem. The procedure was completed using a second surgical fiber. Patient outcome: "ok" - there was no injury reported.